Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the orientations of the images were not loaded properly. One image was noted to load laterally while the second was inaccurate along sagittal and lateral planes. Following re-orientation, a blue registration dot would not appear on the tip of the nose while the dot could be relocated on the anatomy. There was no patient present when this issue was identified. No additional information was provided.